Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the casing of their one touch ultramini meter was cracked/broken. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient could not recall when the product issue first began but reported developing a symptom of ¿frequent urination¿ approximately two hours later. The patient reported visiting their doctor, on an unspecified day and time, but denied receiving any treatment. At the time of troubleshooting the csr determined that there had been misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient developed a symptom suggestive of hyperglycemia after the alleged product issue began.